Manufacturer narrative:
Customer declined service; part provided for calibration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry error messages occurred during cases, and the motion controller limit was reached on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.